Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a device returned from the bench displayed the message "battery calibration recommended" when the battery has been calibrated. There was no reported patient involvement.

Manufacturer narrative:
.

Event description:
The customer reported that a device returned from the bench displayed the message "battery calibration recommended" when the battery has been calibrated. There was no reported patient involvement.